Manufacturer narrative:
Investigation: initiated manufacturer's investigation, no sample returned, review DHR . *analysis and findings, distribution history a distribution history record review was not possible for this product as the product lot number was not provided for investigation manufacturing record review a DHR review was not possible as a lot number was not provided. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history record not applicable to this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. There were no prior complaint history where the product had caused a laceration due to the occluder popping. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation, nor information such as the lot number was provided. It should be noted that the dfu of the device (rumiiikoh-dfu) states that the device should be tested by inflation of the occluder with 20-60cc of saline prior to usage. The complaint indicates that the device was in use, and appears to have been working prior to the failure. The amount of saline to be inflated is 60cc t0 120cc as mentioned in the dfu. A possible root cause of the failure may be that the occluder was over-inflated, or encountered a sharp object during usage. The complaint condition of a popped occluder leading to a laceration does not show up in the complaint history, and is an isolated event. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? No.

Event description:
Occluder balloon popped. Patient injury - laceration. Koh-efficient rumi 3-0cm kc-rumi-30 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi rep. Incident report -occluder balloon popped. Patient injury - laceration. Ref e-complaint-(B)(4). Koh-efficient rumi 3-0cm kc-rumi-30 e-complaint-(B)(4).